Event description:
Not sure how or when, I just know after having silicone implants in 2008. I was told they were very safe. The last 3 years have drastically changed my health with many symptoms and continue to become worse to where I am bedridden. Med conditions: (B)(6), chronic fatigue, primary immune deficiency, anxiety, depression, headaches, malaise, anemic, high cholesterol, heart palpitations, high heart rate, pain in muscle and joints, eyes hurt and get blurry, ears continue to have fluid, takes longer to heal, always have sinus infections or upper respiratory infections, yeast / bacterial infections, nodule removed in left breast, cyst removed on upper chest, mood swings, cannot concentrate, remember, or concentrate. I feel nauseous and dizzy at times. I cannot tolerate smells, loud noises, the sun, heat or cold. Have no interest in sex. I did have a pregnancy in 2009 with implants. My son has been diagnosed with chronic sinus infections and upper respiratory infections. He had to have tubes in his ears, tonsils and adenoids removed. He also was diagnosed by a psychiatrist with adhd and odd.